Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration") and genital haemorrhage ("chronic bleeding") in a (B)(6) female patient who had essure (batch no. A22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain and pain in arm. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain. On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced the first episode of dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with surgery (ablation was done on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, nausea, dysmenorrhoea and the last episode of dyspareunia outcome was unknown. The reporter considered anxiety, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013, hysterosalpingogram revealed status-post essure device placement, with appropriate position of devices and no contrast extravasation identified. There was irregularity along the contour of the uterus suggesting uterine scarring. On (B)(6) 2015, ultrasound pelvis revealed essure coils in place. Normal appearance of the ovaries. 7.8-mm endometrial stripe with uniform thickness and no focal abnormality. On (B)(6) 2015, findings revealed the patient's right tubal ostia was visualized and appeared occluded. The essure coil was not visualized at the ostia. The patient's left ostia had a small portion of the essure coil still extending into the uterine cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, headache and migraine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia), anxiety, migraines, migraines, headaches, nausea, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Lab data added. Essure not removed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration") and genital haemorrhage ("chronic bleeding") in a 26-year-old female patient who had essure (batch no. A22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain and pain in arm. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, 1 year after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain. On (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2015, the patient experienced the first episode of dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with surgery (ablation was done on (B)(6)2015). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, nausea, dysmenorrhoea and the last episode of dyspareunia outcome was unknown. The reporter considered anxiety, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion on (B)(6)2013, hysterosalpingogram revealed status-post essure device placement, with appropriate position of devices and no contrast extravasation identified. There was irregularity along the contour of the uterus suggesting uterine scarring. On (B)(6)2015, ultrasound pelvis revealed essure coils in place. Normal appearance of the ovaries. 7.8-mm endometrial stripe with uniform thickness and no focal abnormality. On (B)(6)2015, findings revealed the patient's right tubal ostia was visualized and appeared occluded. The essure coil was not visualized at the ostia. The patient's left ostia had a small portion of the essure coil still extending into the uterine cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, headache and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.